Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot# unknown, implanted: (B)(6) 2017, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient in advanced evaluation. It was reported that the patient had pain in their incision area. Additional information was received from the hcp on (B)(6) 2017. The hcp reported that the patient stated that there was no pain. The hcp noted that the patient stated that she only was confused because she did not feel the device working. The hcp noted that the patient increased the frequency on the device and the issue resolved.